Event description:
It was reported that an intermittent malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The pump experienced multiple occurrences of the same malfunction, leading to a decision by technical support to replace the pump.